Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample could not verify the customer's reported event: the turbid, wet and cloudy pak was visually inspected and no obvious defects were found. Surgical fluid inside the drain bag showed no leakage from the drain bag. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 20000 cut rates displayed on the screen when the radio frequency identification (rfid) was connected to the console. The cassette was saturated with balance salt solution (bss) fluid that caused the cassette to be cloudy and the filters to be wet. The submerge leak test was performed on the cassette. Fault failure with a system message code occurred during priming test. Fluid flowed to the top of the left infusion chamber, but no fluid flowed to the right infusion chamber. After purging, the sample was tested again. The same situation occurred. The impractical returned condition of the cassette resulted in the inability of further examination as the saturation turned the cassette plastic opaque and inhibited console sensors from properly calibrating the cassette during operation. The root cause of the customer's event could not be conclusively determined. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage occurred from the bottom of the cassette during calibration for a vitrectomy surgery. The surgery was completed after the product was replaced. There was no patient involvement. Additional information received from the company representative who indicated there was no harm to the operation room staff.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).